Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring alert for shock impedance out of range on (B)(6) 2019. On (B)(6) 2019 shock impedance measured in range. Possible noise on the atrial channel seen by downward trend on ra sensing trend. Advised to bring patient in to evaluate lead. Device remains implanted.